Event description:
The reporter stated that the tubing became detached from the luer on the arterial line. There was no pt injury or treatment was reported as a result of this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The sample was received with a document indicating that the female luer lock was attached to the male luer lock, so it would not get lost. However, the female luer lock was not present when the package was opened. There was evidence of solvent attack on the surface of the tubing. There were no manufacturing issues observed with the tubing. The device history record was reviewed for the subassembly with no issues present. Review of the complaint database indicates this is the sixth reported separation issue for this subassembly in the last 24 months. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored for trend. No add'l action necessary at this time. Smiths considers this MDR closed with this report.